Event description:
Package of raytec sponges contained 3 sponges without radiopaque stripes. Count was correct, but an x-ray was obtained to ensure no items were retained. Intraoperative record: 3 raytecs without striping, x-ray verified by radiology, surgeon notified. Procedural note: of note, at the end of the case there was a discrepancy and sponge count, the radiographs were obtained of the ap pelvis and right humerus, 3 views. These were read as being as expected with no evidence of retained foreign bodies.